Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on (B)(6) 2024. A review of the device history record (DHR) confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. An, appendix 1 - product complaint level 2 and level 3 investigation procedure. A previously identified unrelated deficiency has been determined for chem8+ cartridge lot h23316 and is being addressed under quality record (qr) 951831.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 15-mar-2024, abbott point of care (apoc) was contacted by a customer regarding I-stat chem8+ cartridge that yielded discrepant crea results on a patient. There was no patient information at the time of this report. Return product is not available for investigation. Method tested result (mmol/l) sample I-stat ni <9.0 a I-stat ni <9.0 b lab 0934 4.6 c lab ni 4.5 d date, collection times, and patient information was not provided. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.